Event description:
Customer reportedly received results of 296 mg/dl and 106 mg/dl within 10 minutes on the advantage system. No action was taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Meter, comfort curve test strip lot number 549439, expiration date 01/31/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.